Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. It was reported that the patient had experienced stimulation and underwent an x-ray and it was confirmed that the lead dislodged. The lead was programmed off at that time as the patient did not required lv therapy and was to be addressed when the patient underwent a generator changeout. No additional complications have been reported.